Manufacturer narrative:
The product was not returned for analysis. Photo review: the exact location of the mark/foreign material cannot be confirmed. Based on our observation of the attached photo, there is foreign material on the optic. A definitive determination of damage cannot be made without the evaluation of the physical product and also it is unclear which complaint the photo relates to and no further information could be clarified by intake team. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Photo shows an implanted iol, there appears to be foreign material on the optic. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the surgeon noticed a scratches. Surgeon had to cut out those iol and replaced them with the same model & diopter iol with no issue. Surgeon also stated that,they have a new scrub tech and they thought it was user error and a scratch on the lens (which it could have been a scratch in those cases from lens loading issues). The patient is not having any issues. Additional information has been requested.